Manufacturer narrative:
(B)(4) batch # 248a96. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? -unknown . Could you please clarify if was any change in the post-operative care of the patient as a result of the event? -just cartridge was broken. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the sr75 reload was received with the left gripping surface broken but still attached. The reload was received fully loaded with staples and the swing tab was found to be in the unlocked position. No functional test could be performed due the condition of the reload. In addition a package (blister and tyvek) was received opened along with the cartridge. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, while trying to take it out of the sterile wrapper for use, the cartridge stopper was found to be broken.